Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a gastric tube construction, the second firing stopped halfway and the device could not move. The device was removed from the patient's cavity and a new device was used. There was no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a gastric tube construction, at the second firing of gastric tube construction, the surgeon tried to fire the device to the crosspoint ,but the device could not resect the tissue but pushed the tissue to forward. The instrument was not able to fire at proximal end. The surgeon stopped the firing and returned the firing knob to the initial position. The device was removed from patient's cavity and a new device was used. There was no patient harm.